Event description:
It was reported that on (B)(6) 2010, the left ventricular lead exhibited high capture threshold of 4.5 v at 0.8 ms. On (B)(6) 2010, the lead exhibited 2775 ohms impedance. Attempts were made to program around these issues, but capture and impedance values remained high. A lead fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.